Event description:
It was reported that the customer experienced issues with unscrewing the battery cap. The customer stated that she was unable to remove the battery cap and that there was 1 bar on battery pump icon of the insulin pump. The customer mentioned an event in which the paramedics were involved. The customer stated there was an episode of low blood glucose that resulted in a serious injury or hospitalization. The customer reported three instances in total when she experienced low blood glucose. The customer's blood glucose was unknown. The customer expressed that she had arthroscopic wrist surgery on (B)(6) 2015, which may have caused trauma afterwards. The customer declined troubleshooting due to low battery life. Advised that a replacement insulin pump would be sent due to the immovable battery cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.